Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to deflate the balloon. Per additional information received in 9 sep 2018 from ibc representative, the balloon deflated a little but it did not completely deflate. The doctor pulled and removed it.

Manufacturer narrative:
The reported event was confirmed as use-related. The sample was evaluated and heavy salt accumulation was observed inside of the drainage lumen which penetrated to the inflation lumen, closed the inflation eye of the balloon causing blockage and made it difficult for water to flow through. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "precautions for use: (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to deflate the balloon. Per additional information received in 9 sep 2018 from ibc representative, the balloon deflated a little but it did not completely deflate. The doctor pulled and removed it.